Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient was admitted to the hospital following surgery because of an internal, inner iliac bleed. Contributing factors and diagnostics performed were unknown. It was unknown if the issue was resolved at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The reason for call was caller stated that they want to have the device removed. Caller stated that when the device was put in they were taken home by their daughter and never saw the doctor after the surgery. They were not wide awake when they got home and cried for 2 hours because they were in so much pain. They wound up on the floor with the medics over them and they were doing CPR on them. The doctor nicked their iliac artery 3 times and they had internal bleeding. It has been a nightmare since they did it. Now that a doctor is working with the pain in their neck, they are having a headache and the doctor thinks it is in the neck and down to their back because they is having problems in their back. The pain dr wants to do a MRI. The patient said they have a provider willing to remove the device. The patient was redirected to their healthcare provider to further address the issue. Patient said device also never helped their symptoms.